Manufacturer narrative:
The femoral knee suffered transverse fracture of the medial condyle at the posterior chamber. Fractographic evaluation revealed the mode of failure to be fatigue. There was no evidence of hard tissue support in the area of the fracture. The analysis showed no evidence of material or mfg defects. At this time, jjpi considers this file closed.

Event description:
Pt had a fractured femoral component, revision surgery was necessary.